Event description:
A baxter quality engineer reported a clear link set in which one of the end caps is missing on one of the two stopcocks. There is no loose cap in the package, it is entirely missing. This condition was found before usage. There was no patient involvement or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). An actual sample was returned for evaluation and the reported complaint was confirmed; visual inspection confirmed that one of the caps of the 4-way large bore 2-gang stopcock assembly was missing. The (B)(4) manufacturing facility investigated the issue. The assignable cause for the issue is related to human error when removing the caps prior to be assembled. The (B)(4) manufacturing plant implemented the following corrective/preventive action: awareness was provided to the employees regarding the missing cap on the stopcock. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted.